Event description:
The following has been reported: nurse reported: "the clave that is attached to the cassette of the tubing fell off. Product and drug had to be thrown away. Pt had to wait add'l minutes for new drug to be available and primed on a tubing set. Replace the tubing and medication. Unknown if tubing was saved. " patient harm: no. A preliminary review identified the following issue: administration set breaks (any part) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The most probable root cause of the reported incident is related to the lack of uv glue application during the manufacturing process or lack of curing time, which resulted in the luer from secondary port becoming loose. An internal investigation was opened to address this issue. The current process controls detection include: post sterilization sampling final inspection; 100% visual inspection related to separated components during the manufacturing process and final physical inspections; the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. The batch record fa25f12011 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.